Manufacturer narrative:
Explant was reported due to endocarditis, dehiscence of the valve, pseudoaneurysm, and increased gradient. The investigation found that acute inflammation was present on the sewing cuff. A gram stain was negative for organisms. The mechanical leaflets opened and closed completely and easily. No significant calcifications were present. The cause of the acute inflammation could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, an unknown abbott mechanical heart valve was implanted. On (B)(6) 2019, the valve was explanted due to endocarditis and replaced with a 27mm edwards perimount. Additional information has been requested.